Event description:
It was reported that the cartridge would not snap into the pump. There was no reported impact to the customer's blood glucose level. Reportedly, an o-ring from the previous cartridge was on the pneumatic tap. The customer removed the o-ring and was able to load the cartridge successfully.